Event description:
It was reported, following an MRI the diagnostic measurements of the device were not as expected. Technical support was contacted and confirmed the diagnostic anomaly and recommended reinterrogation the following day. No reinterrogation has been performed at this time. The patient was stable and will continue being monitored.